Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tip is not threading down into the syringe all the way causing it to leak medication.

Manufacturer narrative:
Product samples were returned for evaluation. Upon a preliminary review of the returned product, it was noticed that the product number was reported incorrectly on the initial report. This follow-up report is to correct the inaccurate data that was initially reported, as well as provide additional product information.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was manufactured between 19apr2024 and 22apr2024. Sample were returned for evaluation. Functional testing was performed per procedure. The reported condition was unable to be confirmed or duplicated. Based on the available information, a root cause could not be identified. A corrective and preventive action (CAPA) is not applicable at this time. All information received will be used for further tracking and trending purposes.